Event description:
It was reported that this patient had received multiple inappropriate shocks due to oversensing of myopotentials. The patient was brought into the clinic and these myopotentials were reproducible in all sensing vectors. Auto screening tool was attempted but was unsuccessful. The system was deactivated at this time and their are discussions regarding a transvenous system. This is considered a serious injury as medical intervention was required to deactivate the system. No additional adverse events were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient had received multiple inappropriate shocks due to oversensing of myopotentials. The patient was brought into the clinic and these myopotentials were reproducible in all sensing vectors. Auto screening tool was attempted but was unsuccessful. The system was deactivated at this time and their are discussions regarding a transvenous system. Recently, the entire system was explanted. No additional adverse events were reported.

Manufacturer narrative:
This supplemental report is being filed to provide additional information.

Event description:
This supplemental report is being filled to include additional information regarding that the device was subsequently explanted.